Event description:
On 29oct2012, additional information was received from a baxter employed health professional. On (B)(6) 2012, a peritoneal effluent culture was performed and the results showed positive for e.coli. On the same day, a peritoneal effluent dialysate gram stain was performed which showed several white blood cells with polymorphonuclear cells. On (B)(6) 2012, a peritoneal effluent culture and mantoux test were performed and the results were negative. On (B)(6) 2012, pcr (polymer chain reaction)- tuberculosis test was performed and the results were negative. On (B)(6) 2012, a peritoneal effluent culture was repeated which showed negative results. The patient had not yet recovered from this peritonitis event. Patient injury reported: yes. Medical intervention required: yes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).